Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had audio anomaly. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer's father states they set the insulin pump on audio and vibrate mode. Customer states they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes one and five. The device will be returned for analysis.

Manufacturer narrative:
Device received with hardware low level failures error in downloaded history. Broken trace noted at of ambient light sensor. No audio or vibrate anomaly or absence of alarm confirmed during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, occlusion, basic occlusion test, force sensor test and the displacement test.